Event description:
It was reported that there was an observed ventricular exit block and high capture threshold was noted. A micro-dislodgement or lead perforation was suspected, x-ray image was not clear. The lead was explanted when repositioning was unsuccessful. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.